Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced and no issues were found. The system's software was installed. A successful system checkout was performed which verified that there were no issues with the system.

Event description:
A site representative called and reported that during the case, after the probe was verified and the patient was registered, the system became unresponsive. The surgeon performed a manual shutdown which resolved the issue. There was no patient impact reported and the delay in surgery was 15 minutes. Surgery proceeded as planned.

Manufacturer narrative:
Correction: procedure type cranial resection was inadvertently left off the initial MDR.engineering reviewed the logs but they provided no additional insight regarding the cause of the reported complaint. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.